Event description:
The customer alleged that the 7200 ventilator would run post while on a patient. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the problem. While the cse inspected the device it was found that the compressor had 7500 hours on it and needed to be replaced. It is not verified that the ventilator would run post, and no malfunction may have occurred.